Event description:
Upon regular inspection, the pump was found to work intermittently. There was no case involved. No case delay, occurred during inventory review. Alternate pump was on site.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.